Event description:
Customer reportedly received results of hi (greater than 33.3 mmol/l) and 23.3 mmol/l on the mobile system and results of 4.2 mmol/l and 3.8 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4).